Event description:
It was reported that the patient underwent generator explant on (B)(6) 2014. The explanted generator was received for analysis. Analysis of the generator was completed on (B)(6) 2014. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. It was reported that the patient's caregivers do not feel the need to replace vns, but that they are going to follow-up with the physician. Reimplant will occur if the caregivers desire.

Event description:
It was reported that the vns patient had pus coming from his generator site. The patient went to the emergency room and was diagnosed with an infection. No cultures were taken. The patient was given antibiotics and his generator is planned to be explanted. The patient¿s generator has not been explanted to date. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.